Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, opened the chest incision, and found that one of the sutures had a granuloma deposit around the suture. Physician felt this was the likely cause of the pain. Physician removed the sutures, re-sutured the ipg, and closed.